Manufacturer narrative:
Report received without any source name. It is unknown at this time. A follow up report will be submitted if information is received. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "fluid leaking from filter connection to tubing."